Event description:
It was reported that this right atrial (ra) lead was capped and surgically abandoned due to noisy signals. A new ra lead of the same model was successfully implanted. No additional adverse patient effects were reported.